Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was bound to be changed as it was eight years and six months after implant. The error message with code 574 appeared on the patient programmer. On (B)(6) 2018 the ins stopped and stimulation parameters appeared to have been erased from the device's memory as no information was available when interrogated by the physician programmer. There were no environmental/external/patient factors that may have led or contributed to the issue. Reprogramming was performed. No actions/interventions were taken to resolve the issue and no surgical intervention occurred or was planned.. The issue was not resolved as of (B)(6) 2018. The patient was alive with no injury. Neuropathic pain was noted as patient medical history, and it was reported that the patient's neuropathic pain came back. The issue occurred during normal use. A telemetry printout from (B)(6) 2018 showed the results of an impedance test tested at 0.7 volts. There were high impedance of 5709 ohms on pair 0 and 8, 6622 ohms on pair 0 and 11, 6257 ohms on pair 1 and 8, 7221 ohms on pair 1 and 11, 5326 ohms on pair 2 and 8, 5771 ohms on pair 2 and 11, 5801 ohms on pair 3 and 8, 6444 ohms on pair 3 and 11, 5801 ohms on pair 4 and 8, 5801 ohms on pair 8 and 9, 5575 ohms on pair 8 and 10, 9902 ohms on pair 8 and 11, 5248 ohms on pair 8 and 12, 4957 ohms on pair 8 and 13, 5709 ohms on pair 8 and 14, 5709 ohms on pair 8 and 15, 6502 ohms on pair 9 and 11, 6561 ohms on pair 10 and 11, 6444 ohms on pair 11 and 12, 6275 ohms on pair 11 and 13, 6622 ohms on pair 11 and 14, and 6275 ohms on pair 11 and 15. There were low impedance values of 79 ohms on pair 4 and 12, 74 ohms on pair 4 and 13, 76 ohms on pair 4 and 14, 78 ohms on pair 4 and 15, 68 ohms on pair 5 and 6, 76 ohms on pair 5 and 7, 78 ohms on pair 5 and 9, 82 ohms on pair 5 and 10, 69 ohms on pair 5 and 12, 59 ohms on pair 5 and 13, 71 ohms on pair 5 and 14, 77 ohms on pair 5 and 15, 63 ohms on pair 6 and 7, 65 ohms on pair 6 and 9, 73 ohms on pair 6 and 10, 65 ohms on pair 6 and 12, 60 ohms on pair 6 and 13, 57 ohms on pair 6 and 14, 65 ohms on pair 6 and 15, 74 ohms on pair 7 and 9, and 78 ohms on pair 7 and 10. Other pairs were within normal range. Additional information was received from the manufacturer representative. It was reported that the 574 error did not occur following reprogramming, and the patient had not been programmed using an older application card after having been programmed with a newer application card. There were had not been any further occurrences of the 574 error. The cause of the elevated impedance was not known. It was reported that the patient was partially getting effective therapy after the reprogramming. It was noted that this information was confirmed with the healthcare professional.